Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, the image of the subject device was blurry. The user completed the procedure with another similar device. During the incoming inspection for repair at the service department of olympus (B)(4), it was found that the endoscopic image was not displayed. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon (the endoscopic image was not displayed) due to damage of the ccd. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. No image displayed due to malfunction of the ccd unit, which may have been caused by uv deterioration of the sensor materials. If additional information becomes available, this report will be supplemented.